Manufacturer narrative:
Best estimate of date of event is between (B)(6) 2020. (B)(6). Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, however this can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to mechanical issue. There was vitrectomy and incision enlargement. This was replaced with a different model iol. There was no patient post-op injury. No other information was provided.